Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. In addition, the inspection found a deep cut on the c-cap.

Event description:
A user facility reported to olympus that the red coating on the distal end was wearing off. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the deep cut occurred because an external force, such as hitting, was applied to the subject part during transportation, storage, use, cleaning, etc., and the surface of the ultrasonic probe was peeled off. Since there were many scratches observed on the surface of the ultrasonic probe other than the subject part, it is considered that the issue was caused by user¿s handling. The device's instructions for use describes the following caution: "do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal.¿